Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 391 mg/dl. During a system check with tandem technical support, it was discovered that the customer did not perform the fill tubing step and while the customer was connected to the pump for insulin delivery. Tandem technical support educated the customer on performing the load fill tubing process. Reportedly, the pump supplies were changed to address the issue.